Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca would not inject insulin during use, but worked while priming. The consumer visually tested the needle beforehand. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: consumer stated pen needle does not dispenses the insulin during the injection, it works during the priming. She and her room mate used the same needles from the same box. It happens every other day. Every 1 of 3 does not work. 12 of 20 did not work. "Consumer visually tests the needle to see if it is straight, she uses the new needle each time. She rotates the injection site."